Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age was not provided by reporter. The date of event was reported as (B)(6) 2015; and the alert date reported as dec 16, 2015, however, it is unclear if this was the date the infection was confirmed or the date the symptoms began. Additional product code: hwc. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Device history records was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 27 march 2015, expiry date: 01 march 2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 404.836 / 9417279 was manufactured in (B)(4), part number 404.836, lot# 9417279, manufacturing location: (B)(4), manufacturing date: 17 march 2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a deep wound infection required surgery for debridement ((B)(6) 2015). Antibiotics, anticoagulants (clexane), analgesics and intensive care unit for physiotherapy. Recovery in progress. As it is not known what kind of surgery for debridement was done (unknown if the wound needed to be opened again) and as two dates are mentioned a second complaint file was opened to document the second intervention on (B)(6) 2015. Patient had an infection on the philos plate and the plate has been removed and she received antibiotics. This report is 6 of 17 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.